Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 6; cat# 5521-b-600; lot# kwmv; triathlon ps fem component, cemented; cat# 5515-f-502; lot# bg34ed; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0067255j; triathlon symmetric x3 patella; cat# 5550-g-360; lot# 4me;l sm.univ.cement restrictor w/di; cat# b000-1185; lot# 6m9450. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a unknown tibial insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product not available.

Event description:
It was reported that a stage 1 revision was performed on patient's right knee due to infection. Infection reported by surgeon. Unknown if clinically confirmed, infecting microorganism not identified. No possible cause of or contributors to infection reported. Tibial and femoral components were removed and a spacer placed - it was not reported to the rep if the patellar component was revised. Rep reported that x-rays, medical records, and additional information are not available due.